Manufacturer narrative:
Outcome code corrected from es2ps1 to es3ps1 to reflect nature of adverse event reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's representative said that the patient has been having a lot of problems with their heart and they go into atrial fibrillation. Caller states the last time they went into a-fib the patient had dizziness, passes out, high blood pressure, fatigue, speech, and walking issues. Patient stated that the symptoms that they experience also occur due to parkinson's. Caller is wondering if it is possible that the leads could be acting up or having problems and asked if it was possible that the placing of the electrodes or any type of fracturing could occur. Agent reviewed information. The patient was redirected to their healthcare provider to further address the issue but does not have a managing provider. Agent provided physician listings. Reporter stated that this issue began on (B)(6) 2025 when the manufacturer contacted the patient that they were in a-fib via remote monitoring.

Event description:
Additional information received from hcp indicating that manufacturer device, therapy, procedure were not causal or contributory to atrial fibrillation and associated symptoms.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.